Event description:
It was reported that a malfunction occurred. In addition, it was reported that the customer experienced an elevated blood glucose level, value was not provided. Customer reverted to manual injections and declined to further troubleshoot with tandem technical support.